Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient that they did not meet their doctor and they said that the implant was not the issue. They were sent a replacement recharger and charging cable and the issue has been resolved with the replacement. Patient has returned the old devices to manufacturer.

Manufacturer narrative:
B3 : event date is approximate. Year confirmed as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported it is taking longer to charge the implantable neurostimulator (ins) and the controller battery is depleting faster than it used to. Pt mentioned they used to charge every 10 to 11 days and now it is every 7 days. Pt stated they think they need a new battery pack for the controller. Agent asked patient to inspect the recharger for damage and patient said there is no visible damage on the recharging antenna. Patient service confirmed patient is getting excellent quality when recharging the implant. Controller showed ins 90% and controller 100% charged. Agent reviewed device function and recommend patient consult with healthcare provider (hcp) office regarding ins charging more often. Agent asked clarifying questions and patient said they brace with pillow and charging the ins. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.